Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of this introducer leak.

Event description:
During an atrial fibrillation procedure, blood leaked from the sheath entry when the sheath was placed into the body. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g3, g6, h2. Corrected data: h11. One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal remains unknown.

Event description:
This report is to advise of an update to investigation findings.